Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4), alleging that her mother¿s onetouch ultra mini meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began end of (B)(6) 2018, alleging that the patient obtained inaccurately high blood glucose results of ¿282, 400, 370 and 260 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages her diabetes with novo rapid insulin (no adjustments) and in response to the alleged high result she administered an extra 6 units of novo rapid insulin. The reporter stated that on (B)(6) 2018, the patient developed symptoms of ¿nervousness, dizziness, very cold sweat and shivering¿. In response to the symptoms, the reporter stated that the patient attended the hospital, where a blood glucose result of ¿50 mg/dl¿ was obtained on the hospital meter. The reporter was unable to confirm what exact treatment was received, but alleged that the patient was treated with IV fluids and remained in hospital for 15 days. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.